Event description:
Boston scientific received information that during a device replacement procedure fluoroscopy noted that there was a fracture near the clavicle on this transvenous lead. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.